Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the lead implant, the physician had placement difficulty because the screw-in-mechanism did not work. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the distal conductor. Additionall comments noted that the helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.